Event description:
It was reported that a lv lead dislodgement was observed via x-ray. High thresholds were also observed. On (B)(6) 2022, the lead was capped. The patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement and high thresholds was not confirmed. The lead was returned for analysis. S-curve evaluation and electrical testing was normal with no anomalies found.